Event description:
Tampon thread breaking [device breakage]. Case narrative: consumer reported via email that the tampon threads are breaking during removal. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon thread breaking [device breakage]. Case narrative: consumer reported via email that the tampon threads are breaking during removal. No injury reported.